Event description:
It was reported that the pump does not recognize the cassette. Upon further investigation, it was identified that the lock sensor was defective. This malfunction makes the event reportable. There are no patient involvement and no harm/ adverse event reported.

Manufacturer narrative:
E1. Initial reporter phone (B)(6). The suspect pump was returned for evaluation. A review of the 12-month service history confirmed that the pump was never serviced. A visual inspection and functional testing were performed; it was observed that the lock sensor was defective. The reported issue was confirmed; however, the probable cause was attributed to a lock sensor was defective and it will be replaced. Resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks.